Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was dimpled and not working properly, resulting in the ipp being difficult to inflate and, in addition, deflating on its own. A revision surgery was performed to remove and replace the pump. There were no patient complications reported.